Manufacturer narrative:
This report is for one (1) unknown liss screw. (B)(4). The original implant procedure took place on an unknown date in (B)(6) 2015. The complainant part is not expected to be returned for manufacturer evaluation. Unknown, as specific part and lot numbers for the complainant screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal revision procedure on (B)(6) 2015 due to a non-union. During the procedure, a less invasive stabilization system (liss) plate, four (4) liss screws, and three (3) locking screws were removed. The head of the last liss screw to be removed became stripped, making it difficult for the extractor to engage. The screw was drilled down further and eventually fully removed. In the process, however, the conical extraction screw broke. A fifteen (15) minute surgical delay was noted, but the patient was successfully revised to a retrograde/antegrade femoral nail. No fragments from the broken extractor were generated. The surgeon was very happy with the procedural outcome. This report will address the intra-operative events only. The non-union and revision will be captured in and reported under com-(B)(4). This report is for one (1) unknown liss screw. This report is 1 of 2 for com-(B)(4).